Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during an intraocular lens iol implant procedure, surgeon noticed in microscope that there was a mark on the iol surface from the edge towards the center of the optics, the mark was serpentine shaped and looked like a fiber. The surgeon made sure that it was not a fiber but a mark on the optics. The iol was left in the patients eye. Patient is coming back after 4 weeks and they are then considering the possible harm to patient. The reporter does not agreed for further information.

Event description:
Additional information received from the patient and stated that vision was good.

Manufacturer narrative:
Qualified associate products were indicated. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Information was provided that the lens remains implanted and the patient has no visual issues. The manufacturer internal reference number is: (B)(4).